Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was returned with an allegation the device would not power on and failed to alarm. The device was investigated by the manufacturer's engineering department and the device was found to alarm as designed. The failure of the device to power on was confirmed. This failure was caused by a short of the cr5 (diode) on the 3.3volt line on the system board. The system board needs to be replaced to address the issue.